Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? According to the event description, 4 sutures were reported to have ruptured during the surgery. However, the quantity involved in this complaint is 14 products. Could you please provide further clarification on the exact number of products involved in this complaint? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04669, 2210968-2023-04670, 2210968-2023-04671, 2210968-2023-04672.

Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6)2023 and suture was used. During the procedure, the surgeon did a valve replacement and when he tied the knot the suture broke. They opened 3 after that with same lot number and again that suture kept on braking. The surgeon continued with case with prolene but a different lot number. No adverse patient consequences were reported. Additional information was requested.